Event description:
Patient underwent a successful permcath exchange over a guidewire procedure. During the procedure the permcath stiffener got stuck on the wire. The wire and stiffener were completely removed from the catheter. Supplies and packaging were sent to the safety office. Another unit was obtained and placed without any issues and no patient harm.